Manufacturer narrative:
Eval summary: the end tips of the stem distractor have fractured off; it is unk whether this was due to the attempt to disassemble the femoral sections or occurred at an earlier time. The fractured tips were not returned. All other components were returned. Stem distractor is estimated to have been in the field for 5 years, and exhibits slight wear and corrosion. The taper distractors had an approximate field age of 6 years. Both taper distractors' torque pegs exhibit heavy gouges. One also had a partially disassembled pin. It is unk how many times each instrument was used. Without additional info, the exact cause cannot be conclusively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. This MDR was identified during an internal review to meet reporting requirements and therefore, is being filed late.

Event description:
It is reported that during the separation of the distal condylar end, these devices failed to function properly.